Event description:
Revision surgery - due to the patient's hip joint becoming infected. The surgeon removed the head and liner.

Manufacturer narrative:
The cause for revision surgery was due to infection. The device was not returned for examination. The patient is listed as (B)(6) years old female at the time of revision. A review of the DHR, complaint database and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of original surgery. No information was submitted regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed o the possible infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside the control of djo surgical. The data reviewed supports that if the patient was suffering from an infection, it was not the result of a product or manufacturing process defect.